Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump had minor scratches on the display window.

Event description:
It was reported by the customer's parent, that the customer's insulin pump is shutting off. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).